Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. The operator stated that there was some resistance on insertion of the device but not significant enough to stop advancing the device. Pulsatile mark was achieved. The sutures captured and the plunger was pulled back. The foot was parked and the operator was attempting to remove the device when a "high" amount of resistance was met. The foot was then re-deployed and re-parked to confirm that it had completely closed. A second attempt was made to remove the device. When the guide wire exit port was at skin level an unspecified amount of bleeding was noted around the device. The operator attempted to deliver the knot but was unsuccessful. The guide wire was advanced through the device, it was removed, and a 7fr. Sheath was placed into the arteriotomy. A pulsatile flow was noted around the sheath. An angiogram was performed and confirmed an area of extravasation around the sheath entry site. The sheath was removed. Manual compression was performed but the patient continued to bleed slightly from the arteriotomy site. The patient had a small hematoma reported to be less than 3 cm in size. The hematoma was expressed and a c-clamp was applied for one hour. The patient was discharged at an unspecified time later. The device was inspected by the operator and she noticed that the lever was parked but the foot remained partially open.